Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that during an atrial fibrillation ablation procedure in which a polaris x diagnostic catheter had been used, the patient experienced a pericardial effusion. The effusion occurred following dual trans-septal access and intra-ablation of the pulmonary veins. A pericardiocentesis was performed and the physician proceeded with ablation of the pulmonary veins. There was no certainty about what caused the effusion. No other information was available at the time of this report.